Event description:
The sensor was experiencing low pressures, with diastolic values less than -5 mm hg. The data could not be used for trending pressures. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Additional information: b5, g3, h2; h6.

Event description:
An echocardiogram was performed the confirmed the validity of sensor reading on (B)(6)2022. The sensor was recalibrated and the mean was increased by 9.9 mmhg. Accurate readings were observed under the manufacturer's patient care network database.